Event description:
A patient with degenerative disease underwent a procedure at l4/s via tlif. It was reported that a cage, in between l5 and s, broke while tamping the cage. The fragment was removed and another cage was placed instead. However, x-rays revealed that the cage fell anterior of the vertebral body. While retrieving the fallen cage, the patient started suffering from ventricular fibrillation. The surgery was terminated. After defibrillation, the patient recovered and became stable. The surgery was resumed. The fallen cage was retrieved via anterior approach and placed autograft via posterior approach successfully. Another cage was placed an between l4 and l5 without any problems. The patient does not have any history of heart disease.

Manufacturer narrative:
Product analysis: analysis for this product was completed after initial submission of a regulatory report. Visual and optical examination did not identify crack, fracture, or breakage. Marks and plastic deformation of implant noted primarily on one portion of the implant consistent with implant and explantation, per the reported event information. Dimensional inspection of overall dimensions of implant confirms conformance to print specification. After visual, optical, and dimensional inspection, the implant appears to be capable of performing its intended function. Corrections:

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Surgery date: (B)(6) 2012. A (B)(6) female with degenerative disease underwent a procedure at l4/s. It was reported that a cage, in between l5 and s, broke while tamping the cage. The fragment was removed and a different device's cage (7mm) was placed instead. However, x-rays revealed that the new cage fell anterior of the vertebral body. While the surgeon was trying to retrieve the fallen cage, the patient started suffering from ventricular fibrillation. The surgery was terminated because of an anesthesiologist's order. After defibrillation, the patient recovered and became stable. The surgery was resumed. The surgeon retrieved the fallen cage via anterior approach and placed autograft via posterior approach successfully. The surgeon placed a different 8mm cage between l4 and l5 without any problems. Per the surgeon, the patient does not have any history of heart disease.